Event description:
[The following information was previously reported under manufacturer's report # 3007566237-2015-00233, (because it was initially unknown that there were 2 separate patient's with a motor stall): it was reported that the manufacturer representative had seen 2 motor stalls in his career.] Additional information received reported that there was a second patient that had a motor stall. No patient or device information, interventions or outcome were reported regarding this event. Further follow-up was conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_cath, serial# unknown, product type: catheter. (B)(4).